Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl; cause was unknown. Cookies were consumed to treat bg. System check was performed with tandem technical support and no issues were found with the pump. Recommendation was made to consult with healthcare provider regarding diabetes management.